Manufacturer narrative:
Handpiece didn't get hot. Handpiece failed specs due to cap sticking inwards position. One small visible black mark on center of outside of cap. There is black grease built up inside of cap and on the outside of cap edges.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.